Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The hand switch was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: other relevant device(s) are: product ID: b i71000194, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system will not hold x-ray for a long while. The representative determined the issue was caused by the hand switch.

Manufacturer narrative:
The hand switch was returned for analysis. Functional testing determined that the switch was damaged causing the reported event. If information is provided in the future, a supplemental report will be issued.